Event description:
On (B)(6) 2024 date of procedure. Right leg study leg. 2 devices implanted, 1 lesion in superficial femoral, de novo lesion, total occlusion. Reference vessel diameter 5-5.9mm. There was early intraprocedural non stenosing thrombosis of 7mm length within the distal zilverflex 7x14.0 but no device deficiency per se. Patient was treated with integrilin intraarterial plus oral brilique. Additionally, the thrombus was completely covered by implanting a covered stent (3rd party) within said study stent zilverflex 7x14.0. There remained an uncovered length of the study device of 9 mm proximal and 56 mm distal to the covered stentgraft-in-stent. Vascular event, thrombosis, endovascular / percutaneous and medical treatment. Possible relationship to study device. Angioplasty at the trombosis site was performed prior to stenting. It is unclear wether this was a de-novothrombosis within the study stent or old preexisting soft plaque material that has simply been squeezed through the study stent wire gaps. Probable relationship to study procedure there was intraprocedural nonstenosing thrombosis adjectant to a study stent. There may have been pre-existing soft plaque squeezed through the study stent grates, but it is possible, that one or a combination of the used access and/or intervention materials or a resistance/non-response to heparin may have contributed to thrombus formation. There may have been pre-existing soft plaque squeezed through the study stent grates, but it is possible, that one or a combination of the used access and/or intervention materials or a resistance/nonresponse to heparin may have contributed to thrombus formation. Patient outcome: resolved on (B)(6) 2024. On (B)(6) 2024. On the first post interventional day patient showed a mild fever of up to 38°c, leukocytosis. Urine analysis was positive for urinary tract infection. Pneumonia and vascular access site infection were ruled out. Antibiotics were administered. The fever resolved promptly the next day. Antibiotic treatment of a urinary tract infection with mild fever. The uti might have been preexistent without symptoms. Alternatively, bed rest and hospitalization might have led to the infection.

Manufacturer narrative:
PMA/510(k)#: p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation the zfv6-80-7-14.0 device of lot number c2089994 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to a pmcf study. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use is ifu0058. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to patient pre-existing conditions. From the study, the thrombosis reported was possibly due to pre-existing soft plaque material that had been squeezed through the study stent wire gaps. It was also noted that a non-response to heparin may have contributed to thrombus formation. Also, it should be noted that thrombosis is a known adverse event which will be added to the next revision of ifu0058. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the zfv6-80-7-14.0 stent was placed on the (B)(6) 2024. The patient experienced early non stenting thrombosis of 7mm within the distal zfv6-80-7-14.0. The patient required the placement of a covered 3rd party stent within the study stent as a result of this occurrence. The outcome was noted to be resolved following this. The patient experienced mild fever due to urinary tract infection post procedure, the infection was not related to the zfv6-80-7-14.0 stent.

Event description:
A supplemental report is being submitted due to completion of the investigation on 23 apr 2025.